Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03812 and 03813.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2013-03812 and 1225714-2013-03813.

Event description:
Add'l info received noted the pt experienced an event that was sudden in nature.